Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 30x1/2 safety mechanism failed the pink needle shield was stuck on the needle itself and the patient was unable to use it.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. It was mentioned that the safety shield was stuck on the needle itself, and patient was unable to use it. This indicated that the safety shield was activated where the cannula/needle is caught into the safety lock pin. There is therefore no nonconformance, the issue was related to user handling error.